Event description:
A user facility submitted an endoscopy support specialist (ess) scope reprocessing performing observation request to olympus for evis exera iii bronchovideoscope. An olympus endoscopy support specialist (ess) was dispatched on nov 9, 2022, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess reported that during observation the customer did not have good control of the insertion tube or distal end of the scope prior to the procedure or after the procedure. The customer did not properly transport the scopes and did not use the water-resistant caps but stacked the scope in bins on top of each other. During observation, it was also noticed that the customer passed the needle down the scope, and did not have neutral thumb, but had the scope angulated. Also, during pre-cleaning observation, the customer did not pre-clean according to the IFU. The olympus ess informed the customer on how to properly pre-clean the scopes according to the ifus and informed the customer how to leak test the scopes according to the ifus. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct d9, and to update e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the user understanding differed from the instructions for use (IFU) in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use (IFU) which state: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." "5.3 precleaning the endoscope." "5.4 leakage testing of the endoscope." ¿do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿4.5 transportation of the endoscope¿. ¿when the bending section of the endoscope angulates significantly and insertion of an endo therapy accessory becomes very difficult, straighten the bending section as much as possible. Inserting the endo therapy accessory with excessive force may damage the instrument channel and/or the endo therapy accessory.¿ olympus will continue to monitor field performance for this device.